Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding glass shards from the ampoule in the cement involving simplex bone cement was reported. Device history review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as photographs of the glass fragments in the cement and the circumstances on how the cement mix was prepared are needed to complete the investigation for determining a root cause. Based on the limited information provided, it would appear that the ampoule was opened over the mixing container whereby glass shards fell into the container. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Event description:
It was reported that surgeon noticed multiple specs of glass in the cement from the liquid container. Surgeon removed the shards from the cement.

Event description:
It was reported that surgeon noticed multiple specs of glass in the cement from the liquid container. Surgeon removed the shards from the cement.